Event description:
The service tech reported that prior to performing preventive maintenance on this unit. He found a note stating that the ventilator turned off and turn back on. The manufacturer's service technician reported there was a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician reported he was unable to duplicate the customer reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.